Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The helix will not extend due to distal conductor distortion within the connector from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, suboptimal numbers were observed in multiple location. It was noted that numerous rotations were required to extend and retract the lead helix, and suspected that tissue had stuck within the helix or the helix shape had been altered from use. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that diminished p waves and high thresholds were noted on the ra lead.